Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for the peritonitis included injections of fortum (1.5 grams, intraperitoneally (ip), frequency not reported), injections of refline (1.5 grams, ip, frequency not reported) and heparin (1000 iu, each bag for 3 days). The outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.